Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with no delivery alarms. The customer's blood glucose level was 473mg/dl. The customer treated with the pump. The customer states part of the display was gone. Troubleshoot was conducted. The customer states the alarm was resolved by infusion set change. The customer declined to troubleshoot for the highs. The customer was advised to monitor the device.